Manufacturer narrative:
Electrode belt was returned and investigated. The reported problem (ecgs non-functional) was confirmed due to pin 3 of u706 was out of tolerance on the dn pca. Out of tolerance pin only affected one channel and patient protection was not affected. The root cause of the loose pin could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt ecgs were non-functional.